Event description:
The manufacturer received information alleging that the device failed testing. During the evaluation of the device at the manufacturer's service center, a failure of the device's internal li-ion battery permanent failure was observed. The customer requested no repairs be done to the unit.